Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin was not coming out of the needle that is connected to the needle hub event on (B)(6) 2024. The infusion set was in use for about 4 to 5 hours. The patient replaced infusion sets and resumed insulin successfully. No further information.